Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Patient had a geenen pancreatic stent for 2 months. The stent broke in the process of removal, but not at level of snare. It broke high up in tissue, likely at the level of internal flaps.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: the geenen pancreatic stent of unknown rpn and lot number was not returned to cirl for evaluation. This file is related to pr 355403 / MDR ref~3001845648-2022-00168 which captures the user error of the zimmon biliary stent. (Rpn: unknown) document review including IFU review: prior to distribution all geenen pancreatic stents are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the geenen pancreatic stent could not be completed as the lot number is unknown. The instructions for use, ifu0055 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ clinical input received stated that intervention was required but not to prevent permanent impairment/damage. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force exerted by the user. Engineering input received stated that excess force during the removal could have caused the break as the stent is weakest at the flaps. Summary: complaint is based on customer testimony. According to the information reported the patient did not experience any adverse effects. Complaints of this nature will continue to be monitored for potential emerging trends.